Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported motor error alarms during normal use. Troubleshooting was performed, and the insulin pump passed the displacement test. The mother also reported that the customer was hospitalized for high blood glucose levels, with a reading of 444 mg/dl. The mother was unable to troubleshoot further at the time of the call. Advised that the insulin pump would be replaced. Nothing further was reported.